Event description:
Additional information: it was later reported that on (B)(6) 2012 the patient had a medication increase of 10%. The patient had his last pump refill on (B)(6) 2012. He was seen in the office on (B)(6) 2012 "to address issues, not for pump refill". The concentration of fentanyl was 3,000 mcg/ml, dose 999.3 mcg/day; bupivicaine and baclofen (believed to be lioresal) at 5mcg/day. There was no volume discrepancy at any time; nor was there evidence of an alarm per telemetry; pump pritnouts were not taken. The patient was reported to be "bi-polar" and had not been taking his medications for 4 days at the time of the office visit. Per the hcp the patient was "a chronic complainer". Patient had visited the hcp on (B)(6) 2012 because he was "upset to hear about a pump recall from 2009" and patient had this pump implanted in 2010; he believed that "they replaced his meds because they were contaminated".

Event description:
It was reported that the patient was concerned about a recall regarding their pump / pump battery, along with the possibility of an erroneous replace by date recall. The patient indicated he was upset that their physician did not discuss or notify him of the pump recalls; and had contacted the FDA. The patient first heard a pump alarm in (B)(6) 2011 of which he thought he had heard both the critical and non-critical alarms. The pump alarms would quit after a while so the patient stated nothing happened since then except for increased pain. The patient attempted contacting his physician. The increased pain caused increased depression. The patient was emotional and stated "he had a gun to his head/mouth last night because the pain and depression was so great". The patient further indicated, however, that they would never take their own life. On (B)(6) 2012, the patient had to vomit and "it was coming out both ends". The patient had been experiencing withdrawal symptoms ever since his oral pain medication formulations were decreased "from manufacturing - not from the doctor's rx". The patient believed the medications that were being manufactured are not as strong as the medications he used to take; stating further that they are "more like over the counter aleve, etc." The patient used to take oxycodone and now roxycodone, but had to take double the dose to gain the same pain relief as before. It was recommended that the patient visit an emergency room (ER), but the patient indicated they had been there and they don't do anything for him. An appointment with their physician was scheduled. The patient didn't believe his pump was working like his older/other pump had. The patient stated his old pump performed 6 to 7 times better than the new pump he has implanted. The patient experienced no effect from 2 to 4 daily dose increased with his pump. It was later reported that the patient had heard a single tone alarm back in (B)(6) 2011, but further noted he had been having memory issues. The patient went to an ER yesterday ((B)(6) 2012) due to pain and anxiety. The patient indicated he received good pain relief from his pump after implant, but it gradually gave him less relief even though his healthcare provider (hcp) had now increased the medication by 20%. With the patient's first pump a 10% increase in medication would cause him to be very lethargic, but with the current pump the patient had not noticed a difference even after two 10% increases. The patient further indicated "he had a lot of residual volume" but could not provide further details. The device system was used to deliver fentanyl, bupivacaine (marcaine) and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4). Implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient continued to report that he had heard "alarms on occasion." At the time of this reported telemetry had not yet been performed. The patient continued to express displeasure for his health care provider. The patient noted a return of his symptoms with in addition to withdrawal "from time to time" which was reported to be "erratic" and "intermittent." The patient was offered to be directed to suicide prevention. However, the patient declined and stated he had a psychiatrist. Reportedly this device system delivered fentanyl, baclofen and marcaine.